Manufacturer narrative:
The reported complaint was not verifiable. Diligence was unsuccessful for additional information. No device was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint occurred in 2015, unknown month/day. This complaint is related to (B)(4) / medwatch #1828100-2017-00431. This complaint is related to (B)(4) / medwatch #1828100-2017-00432.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery module was defective. No other details regarding the nature of this event were provided.

Event description:
As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the customer had an advanced perfusion system 1 (aps1) that has not been used clinically in over a year. The date of the incidents were unknown, just a year was given on the occurrence 2015, possibly 2016 on this incident. The information that was available to the manufacturer was very scarce, even after numerous attempts to gather more information. There was not a trained individual performing maintenance or preventive maintenance on the aps1 and its components. The user facility biomedical engineer (biomed) was performing any procedure that needed done on the aps1. During set up for a procedure during 2015, the team realized that the battery was defective. The perfusion team had to change out the aps1 and use another heart lung machine (hlm) that day. The incident did not delay the procedure. Since the system was changed out, there was no blood loss nor any harm to the patient.